Manufacturer narrative:
Model # is unknown. No product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that under delivery of pain medication occurred via a bag change. On changing the bag, there appeared to be the majority of the contents remaining in the old bag. The patient reported intolerable pain and medical intervention in the form of additional pain agents were delivered to control the pain prior to discovering the problem with the pump. Minor temporary harm was reported that was resolved with additional pain relief. The pump and pump tubing was decommissioned and isolated from further use and a new pump was set up. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: no updates required. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147., corrected data: correction: type of reported event: updated from malfunction to serious injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The sample returned, it consists in one (1) unit, the returned sample was received inside of a plastic bag without its original packaging. Three (3) pictures were attached in the complaint report: these pictures were visually analyzed; on picture 4, bubbles can be observed this may provoke under delivery due air does not allow the medication can be administrated properly, this can be caused due an incorrect priming before procedure is performed. Visual inspection: no damages nor workmanship defects were detected on the sample. Functional testing: the sample was set for accuracy testing using a cadd pump and a balance mettler toledo to look for unusual function. Results: no discrepancies were detected on the sample; the test successfully passed, no bubbles were identified during or after the test was performed; thus, the failure mode reported is not confirmed. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed.